Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As the device was not returned to edwards for evaluation the reported insufficiency could not be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency (ai), occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Customer reported presence of both central and paravalvular leak (pvl). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 21mm bioprosthetic aortic valve, implanted three (3) years, eleven (11) months, twenty-four (24) days, was explanted due to prosthetic aortic insufficiency. Through follow up with the healthcare provider it was learned the patient developed severe prosthetic aortic insufficiency both paravalvular and intravalvular. The 21mm prosthesis appeared to be "thin somewhat with perhaps early degeneration. There is also at least one paravalvular leak." The explanted valve was replaced with a 23mm aortic pericardial valve. The patient also underwent mitral valve replacement during the procedure. There were no complications reported. Through follow up with the healthcare provider it was learned that on post operative day 6 the patient developed tachy/brady syndrome with rapid atrial fibrillation---- proving difficult to rate control, patient was transferred back to the intensive care unit. The patient required a permanent pacemaker to be implanted on post operative day 7.